Manufacturer narrative:
Correction: manufacturer report 2938836-2017-17507, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient had a remote transmission showing low, out of range, hv lead impedance. The hv lead impedance has dropped significantly in the past week. The patient therapies were disabled. Physician decided to change the system to sub-ICD. Device was explanted. Lead was capped. There were no adverse consequences to the patient.